Event description:
It has been reported to philips that the allura system was not rebooting. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that at the start up the system had a blue screen with errors. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned neurovascular procedure and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that during the startup, the system had a blue screen with errors. The fse performed the functional analysis and the troubleshooting actions showed a problem with the host pc which resulted in the system not being able to complete the boot sequence. The fse replaced the host pc and hard disk after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.